Manufacturer narrative:
Initial reporter address: (B)(6). Additional initial reporter phone no: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and main body of a minicap transfer set. This occurred when disconnecting a drainage bag during a positron emission tomography test. There was no report of patient injury or medical intervention associated with this event. No additional information is available.